Event description:
According to the reporter, during a sleeve gastrectomy, the adapter did not fire. To resolve the issue, a new shell, handle and adapter was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.